Event description:
Intra-venous transfusion specialist states that the acct is having problems with the stopcock cracking and/or leaking. States it appears that the one port is cracked at the base. States they have sometimes noted the crack before use or as they go to inject into the port. States they run all kinds of fluid from lactated ringers, plasmolyte and also deprivan and propofol. There have been no pt injuries as a result of these reports. States they had had about 4 reports but have had none this past week.